Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Report source - foreign - (B)(6). On october 11, 2019, it was reported that the hand piece goes rough. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Product review of the air dermatome by flextronics on october 29, 2019 revealed that the needle bearing was defective, the eccentric shaft was damaged, and the swivel was loose. The calibration was out of specifications at the zero setting only. The motor speed was below specifications and the control bar was not in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by flextronics on october 30, 2019 which included replacement of the reciprocating arm, needle bearing, motor, swivel, eccentric shaft, and motor sleeve. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per (B)(4). While the returned product investigation confirmed that the air dermatome was running roughly, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the needle bearing being defective, the eccentric shaft being damaged, or the motor running below specification. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the reciprocating arm, needle bearing, motor, swivel, eccentric shaft, and motor sleeve were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the handpiece goes rough.